Event description:
Information received indicates the caster will continue to swivel after the brake is engaged.

Manufacturer narrative:
The technician found the teeth on the casters were worn. The technician replaced the casters to repair the bed.